Event description:
It was reported that a patient presented for an atrial lead revision for dislodgement due to twiddler's syndrome. The atrial lead was not capturing. During the revision, the helix was unable to be extended or retracted. There were no patient consequences before, during, or after the procedure.